Event description:
A customer reported a cgm error 42 related to their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for resetting the pump, guided the customer through the reset process, and confirmed that the error code did not reappear. The caller was able to successfully start their sensor session after the reset.